Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, vaginal prolapse, hematuria, recurrent cystitis, mixed incontinence, pyuria, frequency, nocturia and urinary tract infection.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, dysuria, frequency, vaginal pain, cloudy urine, recurrent cystitis, incontinence, urinary retention, vaginal discharge, and discomfort.

Event description:
It was reported that following insertion the patient experienced hematuria, dysuria, frequency, vaginal pain, cloudy urine, recurrent cystitis, incontinence, urinary retention, vaginal discharge, and discomfort.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sling implantation to treat a large cystocele and stress urinary incontinence. Following implantation, the patient experienced pain, infection, urinary/bowel problems, bleeding and recurrence of stress urinary incontinence. The patient underwent a flexible cystourethroscopy due to a foreign body in the bladder with erosion of mesh on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a flexible cystourethroscopy done on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.